Manufacturer narrative:
The actual product involved with the incident reported will not be returned. Method: the actual device will not be returned. Results/conclusions: the actual device will not be returned. No product eval can be performed. Without the finished good lot number it is not certain if there were any quality issues against the raw material suture or the lot. However, a record review was performed for the finished goods lots purchased during the past six months for this item. One device history record was reviewed. There were no non conformances issued for this lot nor suture component lot. Dehiscence, is a known risk with any suture material. The most probable root cause for post operative dehiscence can not be determined with certainty based on the info provided. Ref: complaint # (B)(4) (ethicon's complaint # (B)(4)). Item #sxpd2b402 stratafix spiral pdo knotless tissue control device 2ct-1 #2 pdo 24 x 24, lot number.

Event description:
Surgeon stated that "4 pts had skin dehiscence after total knee surgery and closing with stratafix. All these occurrences happened over the last year after conversion to stratafix from quill of the same strength. Pt was brought back in, the wound was cleaned and re closed with another suture type. Wound dehiscence 2 months post opp on 4 pts requiring add'l treatment and closure. Ref pr complaint # (B)(4).